Event description:
It was reported, while in the cardiac catheter inspection room, the md used a sheath to place the iab via the left femoral artery. After the iab was inserted, the md connected it to a datascope pump. As soon as the pump was switched on, the md noticed the iab did not inflate properly. The pump was exchanged with another pump, same model #, however, the result was the same. The md removed the iab and replaced it with another, different model #, and the same. The md removed the iab and replaced it with another iab, different model #, and the balloon inflated without a problem. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.